Manufacturer narrative:
P-cap / reservoir locks properly into place. Device passed displacement test and active current measurement. Device failed sleep current measurement and received unexpected battery power loss due to corroded battery tube and corroded electronic assemblies. The following were noted during visual inspection: cracked case (battery tube), cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated that they changed the battery but still got low battery alert. Customer stated that there was a crack to the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.